Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported) and was treated with chlobestasol and an ointment (specific date and duration not reported). However, the issue did not resolved. Subsequently, the patient underwent an abutment removal procedure on (B)(6) 2022. Additional information has been requested but it has not been made available as of the date of this report.